Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a biopsy procedure using the magnum needle. Prior to the procedure, it was noted that the device allegedly had foreign body in the sealed part. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided, and it was reviewed. The provided photo shows packaging containing a black spec within the packaging. Based on the photo review, the reported failure can be confirmed. Therefore, the investigation is confirmed for the reported failure as an unknown black spec was noted within the package. The definitive root cause for the reported device contamination with chemical or other material issue is related to manufacturing issue. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a biopsy procedure using the magnum needle. Prior to the procedure, it was noted that the device allegedly had foreign body in the sealed part. There was no patient contact.